Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that small air bubbles were observed coming from the cartridge and in the infusion set tubing. Customer's blood glucose was 600 mg/dl which was addressed with a manual injection. Tandem technical support assisted the customer with the cartridge load process, including the air extraction technique, and no air bubbles were observed with the new supplies.